Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedure. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following an angio-seal evolution deployment, the pt experienced late bleeding. The groin was checked and the pt was discharged the same day. Forty-eight hours, the pt felt a "pop" after sneezing. The pt applied manual pressure, called an ambulance and was re-admitted to the hospital. The pt developed a pseudoaneurysm. The pt was successfully treated without any reported complications. No add'l info is available.